Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse swapped universal surgical manipulator (usm) 2 and 3. System was calibrated and tested to manufacturer specifications. There was no trouble found. The system was tested and verified as ready for use. Isi received the first endoscope installed on the system ((B)(4)) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The camera instrument adapter (aea) was damaged or had a friction issue. The second endoscope installed ((B)(4)) has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Two 30 degree endoscopes (p/n 470057-8) were installed on the system on (B)(6) 2022 ((B)(4) and (B)(4)). Per logs, endoscope sn 10049952 was last used on (B)(6) 2022 on system sl0303. The endoscope has been used in a procedure after the reported event and had 1997 uses remaining after last use. No image or video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the surgeon faced an image orientation issue with two 30 degree endoscopes. During the call, endoscope (B)(4) was installed. The orientation was suddenly inverted during the procedure. The same behavior occurred with another endoscope, but the issue persisted after swapping to another endoscope. A system reboot with an emergency power off (epo) and cycle of the circuit breaker solved the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.